Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported low internal battery alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's technical services (ts) confirmed the reported issue. The v60 low battery is a high priority alarm. The customer replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test.